Event description:
Customer's mother reported blood glucose results of 115 mg/dl, 581 mg/dl, 145 mg/dl, and 243 mg/dl within 10 minutes on the compact plus system. Customer reported symptoms for which he self-treated. No adverse event reported. A request was made for the return of the system, replacement was declined.